Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that ampicillin was programmed at an unspecified rate to infuse over 15 min via syringe device, however the user noticed that medication infused within 2 mins despite the device being programmed correctly. Although requested, no further details were provided by the customer for this event .